Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of december 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing a protective cap from one of the connection lines. This was observed during preparation of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the effluent line cap was missing from the returned sample. An underwater pressure test was performed with no issued noted. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was verified. The cause of the condition was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.